Manufacturer narrative:
It was reported that "at the time of the adverse event, I was simply moving towards the kitchen from my chair when the right front wheel just fell off. My son came running to help me, although I had not fallen. He and I tried and tried to get it to go in and stay, but it kept just falling out." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "at the time of the adverse event, I was simply moving towards the kitchen from my chair when the right front wheel just fell off. My son came running to help me, although I had not fallen. He and I tried and tried to get it to go in and stay, but it kept just falling out."